Event description:
The customer reported that the user visualized smoke and the device was sent to biomed with note "smoke escaped from components." The event occurred in a pt care unit. There was no report of a pt event and medical intervention was not required. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The report of smoke observed has been evaluated. The customer did not allege any pt involvement, only that smoke was observed. The power supply board was found to have thermal damage to component q18. The exact cause of the damage could not be determined. No further investigation of this issue is possible at this time.